Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the contour stapler was used for an open sigmoid resection. The sigma was passed under at the rectum junction and the forklift was unconstrained. Placed normal intestinal diameter. After the device was closed the appropriate waiting time observed and the truck closed, then unlocked. There was no apparent leakage. In the further course, a trans-anal anastomosis with a 29er became approx. 4 cm below the dissection site executed. A leak was found during the subsequent leak test. The middle proportion of the row of staples approx. 1/3 was open, the lateral 1/3 were literally stapled. The leak was sewn over manually, and the patient is fine. The procedure was delayed by 10-minutes but successfully completed. There were no patient consequences. The surgeons could not verify which device caused the leak.